Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol) a patient experienced decreased vision and an increase in intraocular pressure (iop). The patient went for several other opinions and was told the lens had rotated 80 degrees. Additional information is not available as the patient will not be returning to the implanting surgeon's clinic.